Event description:
When withdrawing the cougar angioplasty wire (with the balloon) from a side branch artery; the tip of the wire "shirred" off while pulling back through the stent struts in the main artery branch. Dr states pt will be placed on coumadin therapy.